Event description:
A pt was admitted for outpatient surgery for placement of a left internal jugular dialysis catheter and removal of a right internal jugular under general anesthesia. Removal of the right internal jugular catheter proved to be uneventful. Placement of the ash split catheter ii (14fr x 28cm) into the left internal jugular was completed without any obvious signs of complications. When the pt awoke and was extubated, they became extremely combative. Pt was given more sedation in order to better control the situation. The pt began to deteriorate with dropping blood pressure as well as diminished breath sounds over the left chest. X-ray revealed a large left hemothorax and a chest tube was inserted with greater than one liter of blood obtained. Pt experienced cardiac arrest. Resuscitative measures were taken but were unsuccessful. Procedure performed with use of fluoro. At one point the surgeon felt slight resistance of the guidewire and through use of fluoro it was determined that the guide wire had looped. Guide wire was retracted and again advanced. Placement of the catheter was confirmed to be in the proper location by use of fluoro. Slight difficulty was reported in removal of the guide wire, and upon removal the guide wire was noted to be kinked. Both catheter ports were easily aspirated and then flushed.